Event description:
It was reported kit needle guide sterile cover comes out torn. No patient involvement, it was used other unit.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.